Event description:
It was reported to boston scientific via the 41st annual eau congress conference that a prospective study was conducted at the national university hospital, singapore to evaluate the use of clinical prostate score (clips) in predicting bladder outlet obstruction (boo) and clinical outcomes in patients undergoing minimally invasive surgical therapy (mist) for lower urinary tract symptoms (luts). A total of 165 patients underwent treatment with either rezum water vapor therapy or prostatic urethral lift (urolift) between 2020 and 2022. Of these, 97 patients were treated with rezum water vapor therapy and 68 patients underwent urolift. Following the water vapor therapy procedure, 15 out of 97 patients (15.5%), required restarting medication or surgery transurethral resection of the prostate (turp).

Manufacturer narrative:
Pek, x. W. G., taam, b. Y. K., tay, w. K., chua, w. J., chiong, e., consigliere, d., & tsang, w. C. (2025). Clinical prostate score (clips) as a predictor of outcomes following minimally invasive surgical therapy (mist) for benign prostatic obstruction [conference abstract]. 41st annual eau congress. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.